Event description:
Rptr has continuing shoulder aching or pain for 9 yrs after having silicone implants put in following bilateral mastectomy in 12/79. She experienced rash and swelling for approx 5 days in late 11/88. Since fall of 1992, she has had continuing shoulder ache or pain as well as neck stiffness and/or pain. Ruptured implants were diagnosed in 5/94. Implants are to be removed 5/26/94. Rptr also diagnosed with inflamed fascia of shoulders and neck on 4/15/94.